Event description:
It was reported that before use on a patient (procedure anterior resection), after turning device on, there was an ventialtor error message and it was indicated to contact ees. Pocedure completed with another generator. No patient involvement.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent per service manual operational and diagnostic analysis confirmed fan error. The fan was replaced as identified in the investigation to address the fan error. The ground wire from the main pcb to the ground post was missing. The ground wire was replaced. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational.